Manufacturer narrative:
Zimmer biomet (B)(4). Weight is unknown.

Event description:
It was reported that an implant fractured. Implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw-vent implant (tsv4b11) was returned for investigation. Visual inspection of the as returned product identified bone residue and damage surrounding the external threads and the body of the implant. The collar was found to be fractured and the internal hex was damaged as well . As a consequence of the fracture, accurate measurement analysis could not be conducted. Functional testing for the reported event is not applicable. The implant was located at tooth #19 and was implanted in the patient's mouth for approximately 5 years. The patient was also reported to have unknown density bone. No other pre-existing patient conditions were noted on the per or in the complaint form. No pictures or x-ray images were provided for the reported event. DHR review was completed for the subject lot number (62683454). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62683454) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or for the reported device (tsv4b11). Based on investigation, device malfunction had occurred as the implant was found to be fractured. As a result, the reported event was confirmed. A definitive root cause could not be identified. The following sections have been updated: b4: date of this report, d4: unique identifier (UDI) number: (B)(4), d4: expiration date, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h4: manufacturer date, h6: entered evaluation codes, h10: added manufacturer narrative, the following sections have been corrected: b1: report type.